Event description:
The dealer states that the frame was bent out of the box. The dealer states that the wheels are rubbing when the unit is opened. The dealer has no further information to provide.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Manufacturer narrative:
(B)(4) - RMA was issued. The device in question was returned for an evaluation and failure confirmation. The subsequent evaluation confirmed that the frame was bent and that the wheels were rubbing, as was reported. Additionally, it was noted that the lock mechanism on the chair was not functional. Follow-up filed.

Event description:
The dealer states that the frame was bent out of the box. The dealer states that the wheels are rubbing when the unit is opened. The dealer has no further information to provide. The lock mechanism was not functional.